Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid and particulates within the cassette compartment on the pump. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen brightness check failed. When powering on the on the cycler, the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2240 which reflects the transformer has insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check passed. The voltage verification check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer one on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report that a liberty select cycler alarmed with a display brightness problem during setup. The pt said that the display was dim and the letters were getting difficult to read although the screen brightness was set to 9. The pt rebooted the cycler but screen remained dim even after the screen brightness was increased to 10. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient did complete treatment on the cycler. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.